Event description:
A ventilator was returned to a third party service center for evaluation due to a pressure test failure on a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at a third party service center, an out of tolerance valve was observed after changing out the device base plate. The device's pressure valve and faulty solenoid valve were replaced to address the issue.